Manufacturer narrative:
Correction: b5 for missing impedance and b6 for missing x-ray statement.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed failure to capture, failure to sense and low pacing impedance on the right ventricular (rv). Also had p wave amplitude variation, high capture thresholds on the atrial (ra) lead. An x-ray was performed and found both rv and ra leads were dislodged due to twiddlers. The physician elected to explant both rv and ra leads and not to replaced the rv lead. The patient was in stable condition.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed failure to capture, failure to sense on the right ventricular (rv).also had p wave amplitude variation, high capture thresholds on the atrial (ra) lead. An x-ray was performed and found both rv and ra leads were dislodged due to twiddlers. The physician elected to explant both rv and ra leads and not to replaced the rv lead. The patient was in stable condition.